Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss in the left cylinder. It was observed that the cylinder was broken and it resulted in tissue growth in the dacron fiber. The ipp was explanted and replaced. There were no additional patient complications reported.